Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred during the vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray, for the report of. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener and orange/brown foreign material on the port face. The sample was functionally tested for actuation and cut. The sample was found to be non-conforming for actuation with no movement of the inner cutter. The cut functionality of the probe could not be tested as the port of the inner cutter was observed to be broken during testing. The probe was disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Orange/brown foreign material was on the port face and tip of the broken inner cutter port. Gouge marks were observed at multiple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification device tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure and the port of the inner cutter was broken. The cut functionality of the probe was unable to be tested due to the broken inner cutter port. Therefore, the reported cut failure was unable to be confirmed. How and when the port of the inner cutter broke cannot be determined from the evaluation performed. The most likely cause for the actuation failure is the bent needle and bent inner cutter if. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure could not be confirmed and an exact root cause for the bent needle and bent and broken inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).